Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax endoscope scope model vnl-1070stk. In the event reported, the user stated there was no video image. The event timing is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable pentax medical issued RMA (B)(4) for the device to be returned for further evaluation. The device is currently pending return to pentax for further evaluation. On 23-dec-2021, a device history record (DHR) review for model vnl-1070stk, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 22may2012 under normal conditions, failed process inspection for image defect, which was subsequently reworded and passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off. Correction information. G4: premarket identification PMA/510(k). 510k number is not applicable. G6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. H3: device evaluated.